Event description:
The manufacturer received information alleging visualization of particles in the air path. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report. Section h4 has been corrected / updated in this report.

Manufacturer narrative:
Additional information was received on apr 28, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer received ventilator with no power cord, inlet airpath assembly with filter, removable air path foam or outlet filter. The ventilator was run for 62 minutes, and no foreign particles were observed in the outlet filter. The vent was tested which showed the run in time, the clock setting, internal battery build date, and several internal and detachable battery steps failed testing specs. No contamination was observed in the air flow path. No burning odor inside or outside the ventilator was smelled before or after testing. Due to the failed bench testing battery steps, the power supply and power management boards were re-tested. The power management board testing proved u3 ic was defective. Additionally, no thermal damage was observed inside or outside of the ventilator.